Event description:
It was reported that a revision surgery was performed after the patient fell and blew out his mcl.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. (B)(4).